Manufacturer narrative:
Initial and final MDR 1923635- MDR 3003442380-2024-17328 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 3 infusion sets cannula being kinked on (B)(6) 2024. The site of insertion was at upper buttocks. The symptoms of the event occured within 3 hours of insertion. The event was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.